Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as not manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2014, per (B)(6): bilateral breath sounds course, but noted to improve with suctioning. Mild wob, rt saphenous broviac secure. Catheter appeared to be broken on cxr on the previous day. The following day, the attending physician spoke with mom to inform about circumstance of broviac catheter and need for replacement. Pt taken to cath lab later that day for limited rt heart cath and retrieval of broken line. The line which appeared to be in svc, was snared and retrieved uneventfully into lt femoral vein and removed from body. There was no evidence of any remaining line in chest. Access exchanged to 4fr d/l line in lt femoral vein. No permanent harm to pt. Initial line insertion was uneventful. Broken line discovered with daily chest x-ray; no previous indications that line was broken. Line was used successfully prior to cxr indicated it was broken. Cxr after initial placement did not show line fracture. Unk what caused or contributed to line break.